Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device could not be interrogated or programmed. There was no evidence of capture, nor response to magnet application. Atrial and ventricular impedance was >3000 ohms and cell impedance was 1300 ohms.